Event description:
It was reported by the patient's spouse that the patient is deceased. It was further noted by the spouse that the implantable pulse generator (ipg) settings had been changed shortly before patient's death and the rate was increased to seventy beats per minute. Further review of the manufacturer's database indicated the patient died approximately eleven months post device system implant. Additional information received from the physicians office noted that the patient had been hospitalized with a congestive heart failure exacerbation and the patient's rate was increased to help with symptoms. Normal device function was reported. The patient was discharged from the hospital and died several days later. However, the cause of death was not known.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.